Event description:
A home pt's spouse contacted baxter's technical service center regarding holes discovered in the tubing of the cassettes. Reportedly, baxter's technical service center assisted the home pt's spouse. No pt injury or medical intervention was associated with this incident per the home pt's spouse.